Manufacturer narrative:
(B)(4). D10: ppk tib cut gde 5 deg lm, item 42539905185, lot unknown. Unk jig, item unknown, lot unknown. Therapy date: dec 2, 2025. G2: foreign country source: united kingdom. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the doctor assembled the tibial jig and were about to pin it in position when the pin jammed in the jig and then snapped. The pin would not come out despite a handful of people trying to remove it, so as a result, a plus 2mm slotted tibial cut guide was used. Due to this the doctor had to recut the tibia twice, as the first cut was 2mm to short. Later on, the tibial resection was still slightly undercut, and the doctor had to use the rasps to get the correct amount of space for the 8mm poly. In the end the surgery outcome was successful, and the doctor was happy with the final positioning of the implants. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was reported that the doctor assembled the tibial jig and were about to pin it in position when the pin jammed in the jig and then snapped. The pin would not come out despite a handful of people trying to remove it, so as a result, a plus 2mm slotted tibial cut guide was used. It is believed that the pin had a slight bend and that resulted in it getting jammed & ultimately snap. There was no patient impact, no surgical delay, no pieces fall into the patient. Due to this the doctor had to recut the tibia twice, as the first cut was 2mm to short. Later on, the tibial resection was still slightly undercut, and the doctor had to use the rasps to get the correct amount of space for the 8mm poly. In the end the surgery outcome was successful, and the doctor was happy with the final positioning of the implants. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Follow up report. (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Follow up report. Updated: b5,d2,g3,g6,h1,h2. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).